Event description:
During validation testing, customer reported no reactivity was observed with a sample containing anti-jka. No erroneous results were reported.

Manufacturer narrative:
Ocd performed a batch record review. Satisfactory results were observed. Complaint was received post expiration of product, therefore testing was not able to be performed. There are no similar complaints regarding the lack of reactivity with samples containing anti-jka. (B)(4).